Event description:
A customer reported that a system message displayed during a vitrectomy procedure and that cutting functions were not available. The system was rebooted and the message occurred again. The system was then exchanged and the procedure completed without harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the pneumatic module assembly. The system was then tested and met product specifications. Event log downloaded and sent for review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).